Event description:
It was reported that a shaft break occurred. The target lesion was noted to be in a mildly tortuous and mildly calcified coronary artery. A guidezilla was positioned inside the patient with a balloon catheter and two guidewires remaining inside. The physician attempted to remove just the guidezilla, however he felt a "strangeness" and therefore removed the whole system. After the system was removed, it was noted that the guidezilla device was detached at the connection part of the guiding catheter and the hypotube. The procedure was completed with a non bsc extension guide catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in 2 pieces. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube of the shaft. The inner diameter (ID) of the guidezilla was measured at the distal tip using a calibrated pin gauge set. The ID at was 0.057¿ meeting guidezilla specification. A .057¿ tooling qualified mandrel was inserted through the tip with no resistance. Microscopic examination revealed a complete separation at the collar/proximal shaft bond and damage to the collar. Microscopic examination revealed that the ptfe was pulled out of the collar and was attached to the distal shaft. Microscopic examination presented no damage or irregularities to the tip. The balloon catheter and guidewires used in the procedure were not returned for analysis. A promus element plus stent delivery system (sds) was used for functional testing. The promus element plus was advanced through the collar with no resistance (until the kinked area). No fragments or other foreign matter were found inside the guidezilla. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the target lesion was located in the 1st and 2nd rpl artery. Upon removal, resistance was felt and the device was completely separated at the hub.